Event description:
Report received of an independent rate change. The device was programmed to deliver 1000ml of an unspecified hydration solution at a rate of 120ml/hr. Reportedly, after the nurse turned the control knob to the run position, she observed the rate change from the programmed rate of 120ml/hr to a rate of 500ml/hr. The nurse immediately turned off the device. The nurse powered the same pump on and again programmed the device to the deliver at the intended rate of 120ml/hr. After the control knob was turned to the run position, the rate changed to 500ml/hr. The device was removed from clinical service. The therapy was initiated on a replacement device. There were no reports of any adverse patient events while the device was in clinical use. Though requested, no additional information was provided.